Event description:
It was reported by the customer that the pyxis medstation es system had power failure. The customer reported that the station turned off suddenly while the user was removing the medication and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a power supply. A field service engineer replaced the power supply to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.